Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: adverse event problem: device code 1494: off-label use- indication for use.

Event description:
It was reported that this was a venotomy closure of a large-bore hole in the left common femoral vein using a prostyle device after an aveir interventional procedure. Reportedly, the prostyle suture knot did not advance after pulling the white thread. A new device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, the reported knot advancement issue appear to be related to user error. Reportedly, the prostyle suture knot did not advance after pulling the white thread. It should be noted that the electronic perclose prostyle instructions for use: identify the rail and non -rail suture limbs. The longer limb is blue and is used to advance the pre-tied knot. The distal end of the shorter- non-rail suture limb is white and is used to lock the pre-tied knot. In this case, the instructions for use deviation appears to have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1494: indication for use.